Manufacturer narrative:
The customer reported problem was not confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there is no patient involvement.

Event description:
Bd quality advocate, this notification is to inform you that a new case has been created with the complaint type category infusion ca. C(B)(4).patient or user involvement: no. Patient or user harm: no. Case description: customer reports their 8100 (sn: (B)(4) failing patient side occlusion test. Case resolution: - informed customer this is most likely due to the patient side pressure sensor. - after walking the customer through performing the analog sensors test using systems maintenance, both voltages were low. - patient side: 1.4v. - bottle side: 1.5v. - informed customer recommended voltage is between 1.8 and 2.8 volts. - customer will replace both pressure sensors. Ended call. - recommended replacing both pressure sensors. (B)(4).